Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. If suction was activated or the distal end of the endoscope was pushed against the mucous while removing the endoscope, mucous can be trapped in the gap and damaged by the edge of the distal cover. The user handling of the attachment of the distal end cover was inappropriate. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury to this phenomenon because the user did not perform the additional treatment for the patient. Therefore, omsc submits the MDR type of this report as malfunction. If additional information becomes available, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the doctor found that the patient's esophagus became narrow and was injured with bleeding when the device was inserted. The doctor replaced the device and completed the procedure by reinserting another endoscope. The doctor commented as the following. The doctor confirmed that the distal end cover attachment (maj-2315) was scratched. The doctor confirmed bleeding on the endoscopic image, but the bleeding was stopped. Therefore, the doctor did not perform the additional treatment for bleeding. The patient had impaired swallowing function. There was a piece of the patient's mucous membrane tissue on the distal end cover after the procedure. The doctor did not perform a pathological examination on the collected mucosa.